Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via web form that the retainer ring was damaged and they were not sure about the reservoir was locking in place or not. Customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.